Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations. This report is also being submitted to correct the initial reporter information (fields e1, e2, e3 from section e initial reporter), report source (field g2 from section g all manufacturers) and common device (field d2a from section d suspect medical device).

Event description:
It was reported that an insertable cardiac monitor (icm) exhibited noisy signals after it had been implanted. The implanting physician repositioned three times but the artifacts persisted. The physician implanted a new device successfully. No additional adverse patient effects were reported. This icm device has been returned for analysis.

Event description:
It was reported that an insertable cardiac monitor (icm) exhibited noisy signals after it had been implanted. The implanting physician repositioned three times but the artifacts persisted. The physician implanted a new device successfully. No additional adverse patient effects were reported.